Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the trigger binds intermittently. It was determined that trigger center-sleeve was worn. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during a sawbone laboratory, it was discovered that the locking knob on the battery oscillator device had broken. According to the reporter, the saw blade devices could not be removed. During in-house engineering evaluation, it was observed that the trigger binds intermittently. The device has never been used in a surgical setting with a live patient. The event was not related to surgery. There was no human patient involvement. There were no reports of user injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred during a sawbones lab on (B)(6)-2015; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.